Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified and heavily tortuous vessel of the left anterior descending (lad) artery. The 2.8x19mm graftmaster covered stent failed to cross the lesion due to the anatomy and not due to the interaction of devices. There were no other device issues. Balloons and another same size graftmaster were used to complete the procedure. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.